Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had no ventilation output. In addition, the reporter advised that the device did not provide a patient circuit disconnect alarm as expected when the patient had become disconnected from the device. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported event. A backup device was available and the patient survived the reported event.